Event description:
It was reported that when creating the pilot hole of the right t5, it was broken at a section that gradually became thinner and there was no tip. It was also reported that there was a delay of less than 1 hour in procedure as a result of the event and the procedure was completed with the backup product. On follow up it was reported that there was no fragments left inside the patient and no patient or staff impact. The remaining bar in the pedicle was carved out.

Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool head was fractured and broken, with the ball tip fractured away from the stem of the tool. The likely cause of failure was identified as the tool most likely contacted some sort of metal element during its use, creating excessive heat, force, and stress behind the tools head, creating it to ultimately fracture and fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.